Event description:
It falls off during insertion of the needle and sometimes even during administration of the chemo. Response received on: (B)(6) 2026 was the device being used in/on patient when the issue occurred? Yes, when the needle is inserted into the patient, the cap sometimes falls off. Was patient or user harmed? If yes, please explain yes, blood loss during needle insertion and when the cap falls off during the chemo injection, chemo will get on the skin and clothing. Was the hcp present when the issue occurred? Yes, when inserting the needle. No, if the patient has gone to the toilet and the cap comes loose there. If leakage occurred, please confirm the fluid that leaked. Blood or IV fluid or chemo. Was additional medical intervention/medication required? If yes, please explain no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5239531. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
Event date has been changed to "unknown".